Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the colon during colectomy functional end to end anastomosis, the stapler could not fire. And in the abdominal procedure, the cartridge could not bend and remained straight. They used another device to complete the case. There was no patient injury.